Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the lingo glucose biosensor. Shelf-life studies and clinical studies were performed during product development and market performance continues to be monitored via stability, and clinical trials as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported experiencing a skin reaction while wearing the abbott diabetes care (adc) lingo glucose system. The customer experienced pain and swelling began around the insertion site/arm. The biosensor was removed and insertion site was cleaned with antibacterial soap. The customer took ibuprofen and applied ice to ease the discomfort. The swelling and pain increased to the neck and to lower arm, which caused tightness and inability to extend the arm without discomfort. The customer called urgent care telemedicine and was prescribed keflex for the upper arm infection by healthcare professional. The customer was also instructed to place band-aid over the insertion site to prevent further contamination and secondary infections. There was no report of death or permanent injury associated with this event.